Manufacturer narrative:
(B)(4). Date sent: 4/28/2021. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: what flammable disinfectant fluids were used in the procedure? Alcohol. Were the flammable disinfectant fluids were used to clean the pad? No. Only the patient's body. Was the pad rinsed and dried after disinfecting? No. Where was the location of the burn(s)? Unknown. What is the current status of the patient? Unknown. What was the surgical procedure? Unknown. How was the patient positioned? Normal positioning on his back. How was the room set up to include patient set up and where was the pad in relation to the patient? The pad was placed on the surgical bed, covering the area of neck to hips beneath the patient. Was the pad rinsed and let dry before it on this surgical procedure? Yes. It was dried prior to positioning the patient but not after disinfection of body. How was pad cleaned? Pad is cleaned with disinfecting wipes and damp water wipe and let dry. Does the surgeon believe there is there an alleged deficiency to the megasoft universal pad ((B)(4)) that might have caused or contributed to the fire and if so how? No. Does the surgeon believe there is there an alleged deficiency to the megasoft universal pad ((B)(4)) pad that might have caused or contributed to the to patient burn and if so how? No. It was hospital management decision to inspect the possibility the megasoft being the cause. Will the device be returned for analysis? No. The device is being used regularly in the or since the reported case. The device is fully functional and being used currently. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure while using a monopolar diathermy (non johnson), a sudden ignition of flames set fire to the or table area. The fire consumed the fire-proof fabric covers and cause severe burns to the patients body that afterward required immediate surgery for skin transplant due to the burns. Other equipment that was used, was a valleylab generator by medtronic (unknown model) combined with the megasoft. The megasoft unit had been used for the past year in the hospital and according to the report was used in combination with the said generator model with no other incidents reported. According to the risk management nurse, the cause for the ignition is probably due to the combination of electrical spark from the diathermy and flammable disinfecting fluids. Despite that, we were asked by the hospital to forward in formation regarding the use and safety of the megasoft to rule out the option for the megasoft being the cause for the incident. The surgery was delayed due to the reported event. There were patient consequences of severe body burns. The patient had to have a skin transplant.